Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the lock line protection cover could not be removed and had to be cut to remove the lock line and deploy the clip. This is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. After the clip delivery system (cds) was advanced, during deployment the lock line protection cover could not be removed. The protection cover was cut in order to remove the lock line and successfully deploy the clip, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation was unable to determine a cause for the reported difficulty removing the polyimide tubing from the lock line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints for the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.